Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The report is from the study. The patient was a male. The indication for the index procedure was an anterior acute myocardial infarction. The patient had a cypher select stent deployed in the mid left anterior descending artery. Eight months post-procedure, the patient had nonspecific chest pain. The conclusion was that it was musculoskeletal pain, not angina pectoris. Eleven months post-procedure, the patient was treated with tea in the carotic artery dx because of stenosis. About one week later, he got leftsided weakness and fainted at home. This was diagnosed as a stroke due to emboli. The patient went into cardiac arrest in the hospital due to very fast atrial fibrillation. He partly recovered and CT of his brain showed an infarction. A coronary angiography was not performed, but a stress test didn't show any coronary ischemic signs. The pt partially recovered and went home 13 days later. The stroke was graded as unrelated to the implanted cypher stent.